Event description:
It was reported that the patient was going to have an MRI of the head/brain. MRI guidelines were requested and it was noted that the MRI was not related to the device. There were telemetry issues. The implantable neurostimulator (ins) was unresponsive to telemetry attempts with the physician programmer, the patient programmer, and the recharger. A communication error with a question mark was seen. The patient had had problems with the device. The last time of successful communication was the year prior to this report. The ins was noted to be off. Follow-up was performed to determine if an overdischarge was confirmed, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3708160 lo, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-39, lot# n301705, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger, product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).